Manufacturer narrative:
Final analysis of the extension revealed no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
High impedance values on an extension were reported during a pre-op testing. As a result, the extension was never implanted and a different extension was used in the patient. Patient status at the time of the report was alive with no injury or adverse event. There were no patient symptoms related to this event.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.